Event description:
During bone scan (with pt on table) operator noticed smoke coming from unit. Pt removed (unharmed) and unit turned off. Cpu board and video monitor board evidenced charring and meltdown due to overheating. (*)